Event description:
It was reported that the user experienced elevated blood glucose, including a reading of 372 mg/dl, while using the ilet with a teflon infusion set, with reports of bent cannulas and dampness at the site, and the pump was out of insulin before supplies were changed. Symptoms included hyperglycemia. Outcomes included troubleshooting education, replacement of supplies, and the user¿s decision to revert temporarily to insulin pens, with plans to use alternative infusion sets. Investigation included case triage, product usability review, and troubleshooting focused on infusion site integrity, insulin delivery continuity, and user technique. Investigation of this case revealed an unclear cause of hyperglycemia with evidence consistent with infusion site failure or occlusion and possible leakage associated with a bent teflon cannula; no device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.